Event description:
It was reported that during the hepatectomy surgery the surgeon inserted the device to seal the hepatic vein and artery. The instrument was closed and when they fired they heard a strange breaking noise. They couldn't open the instrument only after applying more force and they found some staples in the beginning but no cut line, the same thing happened with a second device. So they had to hand sew the blood vessel (during that time the pt lost a lot of blood) and continued with the surgery. Blood transfusion was required.